Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during the initial drain phase of automated peritoneal dialysis (apd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the system error 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette has been returned, and a device analysis is anticipated. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.